Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Coagulated blood was present between the polyurethane (pu) cut surface and between the housing/screw flange threads on the non-cavity ID end. Gross visual examination of the device noted a short fiber on the circumference of the fiber bundle at the non-cavity ID end of the dialyzer. The dialyzer was subjected to a laboratory bubble point test; an internal leak was observed on the non-cavity ID end (at the location of the short fiber). The dialyzer was then subjected to destructive disassembly to isolate the location of the leak. The fiber bundle was submerged in a water bath while compressed air pressure was allowed through the fiber bundle. The complaint investigator was able to confirm air bubbles from the short fiber identified during gross visual examination. No other damage or irregularities were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath isolated the leak to the location of the short fiber. In addition, the complaint investigator was able to visually confirm the short fiber at the non-cavity ID end bell housing. As such, the reported complaint of internal blood leak was confirmed.

Manufacturer narrative:
(B)(4). The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking into the hansen line from the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was reported as being approximately 100cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.